Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the that they experienced high blood glucose levels and insulin pump was under delivery. The blood glucose level was 273mg/dl at the time of incident. The current blood glucose was over 400 mg/dl. Customer¿s blood glucose level was 376 mg/dl at the time of call. Customer suffered from the symptom like difficulty in breathing and anxiety. Customer treated with insulin pump.customer experienced multiple blood glucose level such as 122,242. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. Drive support cap was flush. The product will not be returned for the analysis.